Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another set of electrode pads and the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.